Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm and had multiple pump error alarms. Customer stated that battery line was damaged and insulin pump was cracked. Customer stated that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer was discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment, insulin flow block during unknown timing, multiple pump error alarm found on (B)(6) 2022. Pump was open prior to performing prime/seating test, basic occlusion test, force sensor test, occlusion test. The pump passed the displacement test, active current measurement test, sleep current measurement test, and self test. No pump error 4 and pump error 60 alarms were noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 4 and pump error 60 were both found in the history files or traces on the event date at 09:28:06.00. Insulin flow block was found in the history files during bolus delivery on the event date from 07:10:43.00 to 12:15:22.00. Pump was cut open for visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, and harness vibrator assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), minor scratched lcd window. Cosmetic damage was confirmed at the battery compartment and other cosmetic damage was noted. Multiple pump error alarm confirmed due to moisture damage. Unable to confirm insulin flow block during unknown timing due to pump cut prior to performing prime/seating test, basic occlusion test, force sensor test, occlusion test. Exposed to moisture on pcba 1, pcba 2, force sensor, and harnes vibrator assembly were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.